Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited high capture threshold. No intervention was made, no patient symptoms were reported.